Event description:
During post-op evaluation, a fiber from the delivery device was seen in the eye. The pt presented with uveitis, and the fiber was removed via a second procedure. Visual acuity was not affected.